Manufacturer narrative:
(B)(6). Evaluation method code: 37 photographic inspection. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that a patient was undergoing intra-aortic balloon (iab) therapy 24 hours post-operation when the nurse noted blood in the helium tubing and pumping stopped. The iab was deemed to have a rupture. The iab was removed, but was not replaced. There was no reported injury to the patient. Facility medwatch (mw5076502) received (B)(6) 2018: iabp (intra-aortic balloon pump) inserted after resuscitative efforts on (B)(6) 2018. On (B)(6)2018, blood was noted in helium line and balloon found to have ruptured. Patient with history of esrd(end-stage renal disease), pe(pulmonary embolism) on coumadin and had a mitral valve rupture. For valve surgery when case was cancelled due to her instability and hypotension. An iabp was placed to maintain hemodynamics by the cardiothoracic team. While in the csu (cardiothoracic surgery unit), the balloon was found to be ruptured.

Event description:
It was reported that a patient was undergoing intra-aortic balloon (iab) therapy 24 hours post-operation when the nurse noted blood in the helium tubing and pumping stopped. The iab was deemed to have a rupture. The iab was removed, but was not replaced. There was no reported injury to the patient. Facility medwatch (mw5076502) received 23-april-2018: iabp (intra-aortic balloon pump) inserted after resuscitative efforts on (B)(6) 2018. On (B)(6)2018, blood was noted in helium line and balloon found to have ruptured. Patient with history of esrd(end-stage renal disease), pe(pulmonary embolism) on coumadin and had a mitral valve rupture. For valve surgery when case was cancelled due to her instability and hypotension. An iabp was placed to maintain hemodynamics by the cardiothoracic team. While in the csu (cardiothoracic surgery unit), the balloon was found to be ruptured.

Manufacturer narrative:
Correction: 'device evaluated by manufacturer' was left blank in the previous emdr submission, but should have reflected yes. (B)(4).